Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The mother reported via phone call that the insulin pump alarmed pump error. The mother also reported changing the battery and rewinding the insulin pump. The customer's blood glucose was 6 mmol/l at the time of incident. The mother also reported several pump error alarms occurring. The alarm history also showed a failed battery test alarm occurring. The mother stated the insulin pump passed a self-test and displacement test. The mother stated the pump error alarm did not occur during a rewind. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected failed battery test alarms or active insulin cleared noted during our testing. However, pump error 53 was noted in the history file; unable to verify root cause per research and development. The insulin pump had minor scratched lcd window, case and keypad overlay also, with cracked case on the back at the battery tube area.